Event description:
Lap chole - "surgeon found first clip applier from batch 1183777 was loading clips but when placing them across duct/artery found they were not closing correctly, [(B)(4)]. Tried clip applier from this batch and had same experience." Patient status: recovery as expected following lap chole procedure.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.